Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the incisions are intact with no redness, swelling or drainage. The issue resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported examination of the pump pocket right buttock on (B)(6) 2019 revealed an open wound with white pus present, and another area of thinned skin, circular near this. It was noted to be superior of the pump pocket incision. Surgery was scheduled for (B)(6)2019. Intravenous (IV) antibiotics were administered on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 999.2952 mcg/day, bupivacaine 20 mg for a total dose of 9.99295 mg/day, and morphine 4 mg for a total dose of 1.99859 mg/day via an implantable pump for post laminectomy pain and non-malignant pain. It was reported on (B)(6) 2019 at pump refill, the patient reported pocket erosion with pain and edema at the site. On (B)(6) 2019 under fluoroscopy, 10cc of straw colored fluid was removed from the pump pocket site/implant site. A sample was sent for cultures. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket erosion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated. Additional information was received from the consumer via a device manufacturer representative indicated that the patient tested positive for staff infection. The pump was explanted and would be returned for analysis. It was noted that the catheter remained implanted for future reimplant. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.